Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, device stressing, and power on/off cycling with battery only, ac only, and with battery and ac power connected without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. The device logs would not capture a no power up issue; however, log review found no indications of device malfunction. No trend is associated with reports of this type.

Event description:
Complainant alleged that during training by staff, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.